Event description:
It was reported that the pump battery was depleting intermittently, ongoing, and quickly resulting in the pump shutting down. The customer¿s blood glucose was 252 (mg/dl). Customer went to the emergency room (ER) on (B)(6) 2023 and was subsequently admitted to the ICU due to elevated blood sugar level and the presence of high ketones. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later, (B)(6) 2023 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.